Manufacturer narrative:
The ecm tissue sample was not returned to cormatrix for evaluation. Multiple attempts have been made to obtain additional info from the surgeon and staff. No additional info is currently available. Manufacturing records for lot m14g1087 have been reviewed. There were no deviations or non-conformances the could have caused or contributed to the reported event. This is the only event associated with lot m14g1087 to date.

Event description:
On 08/18/2015, cormatrix cardiovascular received details of an event involving the cormatrix ecm for carotid repair product. Details of the event are provided below. It was reported that a femoral endarterectomy case had bled postoperatively. The ecm patch material was reported not to be over soaked but that the doctor basically dipped and wetted the patch in saline prior to use. Deep suture bites were taken throughout all layers and appeared "fine" prior to closure. Patient later required secondary treatment at a different medical facility due to clot formation. The pt was treated by a different surgeon. Additional info is currently not available.